Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
This report is for a literature article titled, "controlled apneic tracheostomy in patients with coronavirus disease 2019 (covid-19)." The study focused on determining a safety and effective approach to performing tracheostomies in patients with covid-19 respiratory failure, and to review outcomes of patients and health care personnel following implementation of this approach. A single-institution, prospective, non randomized cohort study was then conducted on patients with coronavirus disease 2019 (covid-19) respiratory failure who underwent tracheostomy using an induced bedside apneic technique at a tertiary care academic institution between april 27, 2020, and june 30, 2020. The study concluded that, patients with respiratory failure from covid-19 disease may benefit from tracheostomy. All patients were on ventilators. Immediately following placement of the tracheostomy and cuff inflation, the patients were reconnected to the ventilator to resume support. The study included 28 patients 26-81 years old, 71% male and 29% female, and bmi ranged 22.2-69.1. The authors stated the patients in the cohort were consistent with current literature demonstrating greater rates of severe disease among men. Thirty two (32)% of the patients had an underlying pulmonary disease along with other comorbidities such as: immunocompromised (7%), cardiac disease (21%), hypertension (43%), diabetes (43%), and chronic kidney disease (11%). The procedure for the 28 patients involved a tracheostomy with induced apnea (oxygen saturations at 95%). An olympus adult bronchoscope was used to verify targeted location of placement. There were not any physiologic concerns or clinically significant hemodynamic issues during the period of apnea in 96% of the cases. Twenty-five (25)% of the patients were successfully discharged from the hospital. The following were the events experienced postoperatively: wound complications in 3 patients which had bleeding postoperatively; patients were on extracorporeal membrane oxygenation. The authors did not specify patient demographics or comorbidities for these 3 patients. An attempt to retrieve additional information from the author has been sent, however, no information has been received to date.